Manufacturer narrative:
Continuation of d10: product ID 8596sc lot# serial (B)(6) implanted: (B)(6) 2017 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8596sc serial (B)(6), ubd 2019-03-30, UDI (B)(4) continuation of d10: product ID 8598a lot# serial (B)(6) implanted: (B)(6) 2010 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8598a serial (B)(6) , ubd 2012-06-15, UDI (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) who reported that there was no issue with the catheter. Per the hcp, they were doing routine testing pre-op for pump replacement. The patient had a normal cisternogram. The cause of the inability to pull out fluid was not determined. The pump was scheduled for replacement, and there were no plans for a catheter revision.

Event description:
Information was received from a patient who was receiving bupivacaine (n/a mg/ml at n/a mg/day) and unknown morphine drug (n/a mg/ml at n/a mg/day) via an implantable pump for unknown indications for use. It was reported that the patient stated for some reason they are feeling better. The healthcare provider (hcp) checked the catheter about a month ago and did not pull out the fluid that was needed. The patient inquired if there was any way the pump can give too much medication. An agent asked if there was suspected problem/why they tested the catheter. The patient said no, they were just checking the catheter prior to needing to replace the pump due to the approaching end of service (eos). They checked the catheter "like a month ago" but now they are feeling better than they had. The patient was redirected to their healthcare provider to further address the concern.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.